Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 10/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stereotactic breast biopsy procedure, the product package was allegedly mislabeled as 10g instead of 12g. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. According to the sales history review, bd has shipped to the uae distributors encor product code(s) ecp0110gv, ecp017gv, and ecpmr0110g from 01jan2023 to 14jan2025. Based on the sales report the 12g/12gv product was not shipped to the uae region in this time frame. The investigation remains inconclusive for the reported device markings/labeling issue as the physical device and product packaging was not returned for further review. A definitive root cause for the alleged device marking / labeling problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stereotactic breast biopsy procedure, the product package was allegedly mislabeled as 10g instead of 12g. There was no patient contact.